Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain/back pain"), alopecia ("hair loss/hair loss"), pruritus ("itching"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash pruritic ("rashes or skin conditions type: itching rash") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, alopecia, pruritus, vaginal discharge, fatigue, weight fluctuation, dyspareunia, vaginal haemorrhage, menorrhagia, rash pruritic, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash pruritic, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was reported that following the requisite time period after implantation of essure she had a hsg (hysterosalpingogram) test. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received : new events added : abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: itching rash, dysmenorrhea (cramping). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/one of her tubes were not blocked". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding/general abnormal. Bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain/back pain"), alopecia ("hair loss/hair loss"), pruritus ("itching"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash pruritic ("rashes or skin conditions type: itching rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("ebaby/e-belly"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("became pregnant"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, alopecia, pruritus, vaginal discharge, fatigue, weight fluctuation, dyspareunia, vaginal haemorrhage, menorrhagia, rash pruritic, dysmenorrhoea, weight increased, abdominal distension and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, pruritus, rash pruritic, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Fallopian tube had kind of migrated over to near the right ovary. It was reported that the patient underwent an essure procedure a couple of years ago and was told by that facility that her tubes were blocked. However, she became pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was reported that following the requisite time period after implantation of essure she had a hsg (hysterosalpingogram) test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information added. Events:became pregnant, device ineffective added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/one of her tubes were not blocked". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding/general abnormal. Bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain/back pain"), alopecia ("hair loss/hair loss"), pruritus ("itching"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash pruritic ("rashes or skin conditions type: itching rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("ebaby/e-belly"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("became pregnant"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, alopecia, pruritus, vaginal discharge, fatigue, weight fluctuation, dyspareunia, vaginal haemorrhage, menorrhagia, rash pruritic, dysmenorrhoea, weight increased, abdominal distension and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, pruritus, rash pruritic, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Fallopian tube had kind of migrated over to near the right ovary. It was reported that the patient underwent an essure procedure a couple of years ago and was told by that facility that her tubes were blocked. However, she became pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was reported that following the requisite time period after implantation of essure she had a hsg (hysterosalpingogram) test.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding/general abnormal. Bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain/back pain"), alopecia ("hair loss/hair loss"), pruritus ("itching"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash pruritic ("rashes or skin conditions type: itching rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("baby") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, alopecia, pruritus, vaginal discharge, fatigue, weight fluctuation, dyspareunia, vaginal haemorrhage, menorrhagia, rash pruritic, dysmenorrhoea, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash pruritic, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was reported that following the requisite time period after implantation of essure she had a hsg (hysterosalpingogram) test.. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events - abdominal distension. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding/general abnormal. Bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain/back pain"), alopecia ("hair loss/hair loss"), pruritus ("itching"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash pruritic ("rashes or skin conditions type: itching rash"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("ebaby/e-belly") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, alopecia, pruritus, vaginal discharge, fatigue, weight fluctuation, dyspareunia, vaginal haemorrhage, menorrhagia, rash pruritic, dysmenorrhoea, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash pruritic, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: it was reported that following the requisite time period after implantation of essure she had a hsg (hysterosalpingogram) test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), alopecia ("hair loss"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and dyspareunia ("dyspareunia"). The patient was treated with surgery (she undergo a bilateral salpingectomy with removal of the essure devices). Essure was removed in (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, alopecia, pruritus, vaginal discharge, fatigue, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, pelvic pain, pruritus, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Diagnostic results: it was reported that following the requisite time period after implantation of essure she had a hsg (hysterosalpingogram) test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.